Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 26-oct-2021. The device evaluation was completed on 14-dec-2021. The device was returned to biosense webster for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed reddish material inside and a hole on the pebax on the device. A screening test was performed, and the device was recognized but failed to be visualized; however, error 105 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed and no internal action was found during the review. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. According to the instructions for use, the following guidelines should be followed: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that there were two thermocool® smart touch® sf bi-directional navigation catheter's that had not MDR reportable issues during the procedure. First a magnetic sensor error issue occurred when the first thermocool® smart touch® sf bi-directional navigation catheter was connected. The cable was changed but the issue continued. The issue resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. Second, zeroing could not be conducted a contact force. This issue occurred after the second thermocool® smart touch® sf bi-directional navigation catheter was inserted into the cardiac cavity. Cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The magnetic sensor error issue was assessed as not MDR reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received a device for evaluation and per the evaluation completion on 14-dec-2021 there was reddish material inside and a hole on the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 14-dec-2021.